Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs. Patient information, partial treatment settings and photographs were provided. A lumenis healthcare professional evaluated the reported event details, partial patient treatment parameters and photographs. The professional stated that absent complete treatment parameters they were unable to make a determination of the appropriateness of the settings, however in their professional opinion a failure to properly assess skin type and/or sun exposure were the probable cause of the event reported. Furthermore, the professional concluded the patient would experience significant recovery time. An examination of the subject device laser by a lumenis-trained technical specialist concluded the energy output and calibration were within manufacture's specification. Subject device malfunction is not the suspected cause of the event reported. Lumenis concludes the probable cause for the events reported to be operator error: a failure on the part of device operator to properly assess patient's skin type and to select appropriate treatment parameters based on subject device IFU and device training.

Event description:
A user facility reported that one (1) patient sustained hyperpigmentation and scarring to the forearms following hr treatment with a lumenis lightsheer duet laser hs handpiece. The facility reported that the patient was administered hydroquinone and biafin as medical intervention.